Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. Data was evaluated and the allegation was confirmed. The device functioned within specifications and patient settings. The probable cause could not be determined. No injury or medical intervention was reported.